Manufacturer narrative:
The device could not be interrogated due to memory loss caused by normal battery depletion. Review of measured data over time found normal decrease of battery voltage as well as normal increase of battery impedance. Based on the average current consumption, the longevity of the device was found to be normal.

Event description:
It was reported that it was not possible to interrogate the device despite trying different programmers. It was observed that the device was delivering pulses; however, not effective enough so it was replaced. Patient was in good condition after the procedure.